Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Based on the review of the provided x-ray, a pin fracture of the distal revitan stem can be confirmed. Nevertheless, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.

Manufacturer narrative:
(B)(4). D10: item name: revitanâ®, proximal part, cylindrical, uncemented, 55, taper 12/14, ref #: (B)(4), lot #: 2718958. G2: foreign: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to the breakage of a revitan cone approximately ten (10) years after implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.